Manufacturer narrative:
No implants were made available for review as the hardware remains in-situ. Additionally, the patient is reported to be fused and asymptomatic. The surgeon plans to monitor the patient for any indication prompting surgical intervention, however, it is not believed to be necessary at this time from a clinical standpoint. Review of the x-ray provided confirms the screw fracture reported. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.

Event description:
The patient underwent a 1-level spinal surgery consisting of seaspine's mariner pedicle screw system from level l5-s1; the index surgery date is unknown. Seaspine was made aware on 27 oct 2020 of a post-operative right s1 screw fracture.